Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model: sc-2316-50 ,serial: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. The patient had experienced loss of stimulation. It was observed during the procedure that one of the leads was broken. The physician assessed that there were no exposed cables. The patient was doing well postoperatively.

Manufacturer narrative:
Required intervention should not have been checked. Additional suspect medical device components involved in the event: model: sc-3400-30 serial:(B)(4) description: infinion splitter 2x8 kit (30 cm) lead sc-2316-50 (B)(4) was analyzed and the complaint was confirmed. Visual inspection revealed the proximal end of the infinion lead was fractured right after the retention sleeve and it was stuck in the connector of the splitter. After the removal of the damaged proximal end, visual inspection revealed that the spacer between contact #16 and the retention sleeve is barreled. The possible cause of the deformation of the spacer is the excessive force exerted onto the lead when trying to pull out the lead out of the splitter, with the set screw still locked down. The cables are exposed. Additionally, visual inspection revealed that contact # 16 was crushed by the set screw and it resulted in the inability to remove the lead from the splitter. Contact # 16 damage indicates that the lead was not fully inserted in the splitter. The fractured proximal end and damaged contact # 16 resulted in the reported complaint. Lead splitter sc-3400-30 (B)(4): once the associated lead was removed from the lead splitter, the device passed all required tests performed and no anomalies were found.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. The patient had experienced loss of stimulation. It was observed during the procedure that one of the leads was broken. The physician assessed that there were no exposed cables. The patient was doing well postoperatively.